Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that during the priming process, the tubing detached just below the drip chamber, resulting in the iron infusion spilling onto the floor.

Manufacturer narrative:
Updated awareness date to (B)(6) 2026.

Event description:
Updated awareness date.

Manufacturer narrative:
Correction: annex a code h10: one set model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated just below the drip chamber. No other defects or abnormalities were observed. Visual inspection under the microscope showed a lack of solvent application on the tubing. From the manufacturer's investigation, the potential root cause of the separation is from the assembler not using the fixture properly or the bonding method was not correctly performed. As a containment action, while corrective actions were being completed, a planned deviation was opened to increase quality sampling of the affected segment. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information was provided.